Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level, as values remained within normal range. Technical support instructed the caller to ensure the pump was unplugged and to press the button firmly, offering additional support along the pump¿s bottom. Despite these efforts, the issue persisted, so the pump was removed from its case, which still did not resolve the difficulty. As a result, technical support decided to replace the pump.